Manufacturer narrative:
Evaluation summary: disruptions of the free margin and the cusp of leaflet 3 at commissure 2 due to undeterminable reasons, caused leaflet 3 to prolapse. The affected tissue is delaminated, varied in consistency, thinner in thickness, less in mass, and is approx 40% of leaflet 3 on the outflow aspect. Opaque and swollen tissue along the hinge area is also detected on leaflet 3. Disrupted sewing ring and exposed band are evidence, possibly during explant. The x-ray demonstrated stent distortion. No other inconsistencies determined.

Event description:
Reportedly, this valve explanted after 2 years and 9 months implant duration, due to one of the leaflets being damaged.